Event description:
It was reported that during the pre-testing process it was observed that the small battery drive device continued to run when the trigger was released and the device would barely run in reverse. It was reported that there was no delay to a surgical procedure due to the event as an identical spare device was available for use. It was reported there was no patient involvement. There were no injuries reported in the event. It was reported there was no prolonged hospitalization or medical intervention. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device ran without the triggers being pressed and the trigger was jammed. Therefore, the reported condition was confirmed. It was noted that the wires on the electronic control unit were damaged. The assignable root cause was determined to be due to wear on mechanical and electronic components from repeated sterilization and use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.